Event description:
It was reported that prior to starting a da vinci s surgical procedure, the site experienced error message patient cart not connected, check red cable. With the assistance of isi technical support engineering (tse), the site checked the power cable and found no issues with the cable. The tse instructed the site to perform an emergency power off (epo) of the surgeon side cart (ssc) and the patient side cart (psc) and the issue was resolved. A few minutes later, the site contacted isi technical support to report that error message reoccurred. While the tse attempted to provide troubleshoot assistance the surgeon made the decision to abort the planned surgical procedure and rescheduled it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the error message experienced by the site was associated with a defective fiber cable. The fiber cable connects the patient side cart to the surgeon console and passes the video, audio and data during system operation. The system was repaired by replacing the fiber cable. On (B)(4) 2012, the isi clinical sales representative (csr) indicated that the site reported that the aborted planned surgical procedure was a da vinci s prostatectomy with lymph node dissection. Per the csr, the site indicated that the rescheduled procedure was performed on (B)(6) 2012, and the patient was released from the hospital on (B)(6) 2012. As of (B)(4) 2012 there have been no reported recurrences of the issue at this hospital.